Manufacturer narrative:
No lot number was identified with this complaint; therefore, a lot history review could not be conducted. One phaco tip was returned and visually inspected and deemed nonconforming. The phaco tip is broken between the bend and ab hole. The break is very jagged, with the wall thickness good at the break area. The threads and flange are worn. Wear on the phaco tip is present on the left side of the bevel. There is no obstruction in the inside diameter. All phaco tips are 100% visually inspected at the end of the manufacturing process. The evaluation does confirm the phaco tip is broken. There is also no reason for an aspiration issue based on the phaco tip. The internal pathway of the tip is clear. The reason for the breakage and aspiration failure cannot be determined from this evaluation sample. The noise during the surgery is most likely the phaco tip buzzing within the phaco irrigation sleeve during the use that caused the tip to break. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that a strange noise was generated during the usage of the balance tip and the aspiration failed during the procedure. The tip was twisted when it was removed from the patient's eye. The problem was resolved after replacing the product with another one. The procedure was completed with no harm to the patient. Additional information and sample has been requested.